Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: there was suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: the main body was two sizes smaller than the aortic extension. This patient's history of antiplatelet therapy (increased risk for bleeding), along with device longevity and presumed aortic remodeling might have contributed to this event. The endoleak type ib of the right iliac, and the secondary procedure were substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 20.5 months post implant of a bifurcated device and suprarenal aortic extension, a distal endoleak was identified in the right segment of the bifurcated limb. The bifurcated right limb had lost seal and the physician elected to treat the endoleak from the right iliac artery by relining the implanted bifurcated device with a medtronic bifurcated, with success. The patient was reported to be doing well after the procedure.